Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1910284) on 27-may-2019. The most recent information was received on 03-jun-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('night pain that wakes me up every night') and colitis ulcerative ('ulcerative colitis') in an adult female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), spondylitis ("spondylarthritis"), burning sensation ("I have burns all over my body (hands, shoulders, lower back, knees, feet)"), paraesthesia ("tingling at the fingertips"), tinnitus ("hum in ears"), dyspnoea ("shortness of breath"), arthralgia ("knee pain when I go upstairs or sit too long"), fatigue ("huge fatigue") and gastrointestinal disorder ("bowel disorder"). At the time of the report, the pelvic pain, burning sensation, paraesthesia, tinnitus, dyspnoea, arthralgia, fatigue and gastrointestinal disorder outcome was unknown and the colitis ulcerative and spondylitis had not resolved. The reporter provided no causality assessment for arthralgia, burning sensation, colitis ulcerative, dyspnoea, fatigue, gastrointestinal disorder, paraesthesia, pelvic pain, spondylitis and tinnitus with essure. The reporter commented: she stated that the fatigue prevents her from doing her daily activities quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('night pain that wakes me up every night') and colitis ulcerative ('ulcerative colitis') in an adult female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), spondylitis ("spondylarthritis"), thermal burn ("I have burns all over my body (hands, shoulders, lower back, knees, feet)"), paraesthesia ("tingling at the fingertips"), tinnitus ("hum in ears"), dyspnoea ("shortness of breath"), arthralgia ("knee pain when I go upstairs or sit too long"), fatigue ("huge fatigue") and gastrointestinal disorder ("bowel disorder"). At the time of the report, the pelvic pain, thermal burn, paraesthesia, tinnitus, dyspnoea, arthralgia, fatigue and gastrointestinal disorder outcome was unknown and the colitis ulcerative and spondylitis had not resolved. The reporter provided no causality assessment for arthralgia, colitis ulcerative, dyspnoea, fatigue, gastrointestinal disorder, paraesthesia, pelvic pain, spondylitis, thermal burn and tinnitus with essure. The reporter commented: she stated that the fatigue prevents her from doing her daily activities. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.